Event description:
It was reported by the customer that a pyxis medstation es system station not turning on. The customer stated that there was a delay in dispensing workflow due to machine showing offline. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer was off the bus. A field service engineer replaced drawer board and retractor band to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.